Event description:
On (B)(6) 2013, the patient reported that there were marks on the inside of the display on his infusion device. He stated that the marks block the area where the insulin delivery amounts would be displayed. The patient changed the battery in the device, but the marks did not go away. He has switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. All tested features meet specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.